Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was in the 200's mg/dl. The customer addressed bg level with a correction bolus delivery via an alternate pump. Reportedly the customer would use alternate pump for insulin therapy.